Event description:
It was reported that ten days after implant the implantable pulse generator (ipg) and two leads were removed when the patient developed endocarditis, valve vegetation and was septic. The system was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri implantable pacing lead, (B)(6) 2013; a2dr01 implantable pulse generator, (B)(6) 2013. (B)(4).